Event description:
The account alleged the brakes will not hold. No pt impact.

Manufacturer narrative:
The account ordered new brake casters. No further information is available on the repair of the bed at this time.